Event description:
During a return procedure, device cut, but only partially stapled. The dark grey handle was very hard to close, and the staples did not close properly. Used another like device to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received in good visual condition and with the original cartridge locaded in the instrument. The cartridge was received partially fired. The returned cartridge did have a bent lockout tab, which indicates that the instrument's firing cycle was interrupted, released, and then restarted. When this occurs, the lockout tab on the cartridge becomes damaged. The returned instrument was tested for functionality with a test cartridge and it fired, cut,. And all the staples formed as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape, in addition, the instrument opened and closed without any difficulties. Cartridge batch # v5cr8n.